Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) logged into the es server and checked the area to ensure it was assigned to the correct unit, which it was. The tss checked the patient status and confirmed that the patient was admitted and that orders were crossing over. The tss reviewed the reports and observed that nurses had been able to pull orders for the customer. The tss informed the customer that the patient information had successfully crossed over and that no issues were found with device communication. The case was closed since the issue was resolved. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the device was not communicating with the server and orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.